Event description:
It was reported that the system would not boot up prior to a procedure with the patient on the table, but conscious. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty battery charger pcb. System operates as intended.